Event description:
It was reported that the procedure was to treat a bifurcation at the left main artery. Pre-dilatation was performed with an unspecified balloon catheter. A 3.0 x 28 mm xience v stent delivery system was advanced to the lesion but could not cross. A non-abbott stent delivery system was successfully deployed to complete the procedure. There was no reported clinically significant delay in the procedure and no adverse patient effects. There was no additional information provided. Returned device analysis revealed the hypotube was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances; however, the device was returned with the hyptoube separated. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.